Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (cannot run detect and treat testing due to physical issue) was due to contamination found on j101of the ca board. A piece of the sd card was also broken off in the j101 sd card slot, causing fault. The distributor evaluation included downloaded data review as well as incoming functional testing of the device¿s ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause of the contamination of an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.